Manufacturer narrative:
The catheter was inserted and withdrawn from a stock 8.5 f swartz introducer with no resistance or anomalies noted. Further investigation revealed the distal coupler was displaced and the pellethane tubing was corrugated and torn. It should be noted that the straightener tool was not used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains unknown; however, is consistent with not using the straightener. The cause of the torn pellethane tubing and displaced coupler is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure. When attempting to remove the catheter from the patient, resistance was encountered in the introducer, and damage to the insulation between the distal electrodes could be seen on the catheter. A straightener was not used. The device was replaced; the procedure was completed with no issues, and there were no adverse patient consequences.